Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer had experienced high blood glucose of 513 mg/dl. The customer's blood glucose level that morning was 283 mg/dl. She did a bolus then an hour later her blood glucose level went up to 370 mg/dl. The customer's last blood glucose level was 486 mg/dl. The insulin pump did not give any alerts. It was also noted that the customer was new to the insulin pump. The customer was at work and reported that they will remove the site and revert to manual injections. The customer called back and reported that when they removed the infusion set the cannula was bent at a 90 degrees angle. The customer's blood glucose level during the incident was 443 mg/dl. Troubleshooting was performed. The insulin pump passed the no delivery test. The device will not return for analysis.